Event description:
On 05/19/1998 following a catheterization procedure, an angio-seal device was successfully deployed in a pt's groin and hemostatis was achieved. The pt returned to pt's physician approx one week later (05/26/1998) complaining of pain and with claudication symptoms. A physical exam was performed, which identified a decrease in pulses. A doppler identified retrograde flow. On 05/29/1998 the pt was taken to surgery where the collagen was found to extend across the artery and to have potentially injured the medial anterior wall. The device was removed and a thrombectomy and patch angioplasty were performed. The pt was reportedly without sequelae following this procedure. As of 06/29/1998 there has been no further report of complication or pt sequelae made to the MFR.